Event description:
Patient reported implant was recalled, sore, and it looks like it is protruding with a 6 mm lymph node. The device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "6 mm lymph node".

Event description:
Patient reported, implant was recalled, sore. And it looks, like it is protruding with a 6 mm lymph node. The device remains implanted.